Event description:
It was reported that patient received inappropriate therapy due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only proximal portion of the lead was returned for analysis. The damage found was sustained during the surgical procedure.